Event description:
Customer called to report her reservoirs are leaking insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therfore consider this report complete to the best of our knowledge.